Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, there was difficulty during removal of the proglide device after the lever was returned to its original and the foot was retracted. The guide wire was inadvertently left in during deployment of the proglide device. The guide wire was removed allowing for successful removal of the proglide device. The suture of the same proglide device was used along with manual arterial compression was applied for oozing to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. It should be noted that the proglide instructions for use (IFU), states: backload the device over the guide wire until the guide wire exit port of the sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. The reported event appears to be related deployment technique due to interaction with the guide wire left in the device during deployment and removal attempt. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Conclusion code 18 was removed.